Event description:
Related manufacturer reference number: 1627487-2022-04603. It was reported that during a routine battery replacement procedure, heavy infection was observed at the ipg and lead site. As a result, the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Based on the documents reviewed, the source of the infection remains unknown.